Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead was extracted. During the extraction the screw on the ventricular lead did not fully retract. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was also noted that the distal conductor was distorted, all insulators were breached cut, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. Analyst visual comment: the lead was returned with the helix partially extended, blood and tissue on it and the distal conductor distorted within the connector.